Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on 06/30/2016 to report that on (B)(6) 2016, the patient experienced the device not being connected with the sensor for about 1.5 hours. No additional patient or event information is available.